Event description:
The information received does not address the patient's clinical status but notes that the physician suspected lead dislodgem ent. The lead was repositioned and normal function resumed.